Manufacturer narrative:
One used unit was sent to the manufacturing site for investigation. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
A (B)(6) old patient was in a stationary residence, supplied with an infusion and bd venflon pro safety device. The device was fixed with an elastic bandage. When the patient came out of the bathroom, she informed the nurse that the bd venflon pro safety had been caught in the bandage and nicked. After the nurse corrected the nick, the catheter was pulled down and found to be broken. The part of the catheter which remained int he vein of the patient had to be removed surgically a few days after the incident.